Event description:
The gloves were penetrable. Nurses were involved in a code situation and afterwards blood was on their palms. Blue dye was placed on gloves to test them and it came through. Nurses were tested for hepatitis and hiv. Hosp and its related facilities all use these goves. They are all on hold pending investigation.